Event description:
It was reported that the physician deployed a 2.5mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient which was post expiry date. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product resolute integrity rx.

Manufacturer narrative:
(B)(4) - failure to follow instructions (device used beyond expiry date). User/device interface (device used beyond expiry date). Evaluation, conclusions: user error contributed to event (device used beyond expiry date).